Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) would not power up. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor was unable to power up. The cause of the problem was isolated to computer analog (ca) board sn (B)(4). The ram components (u100/u101) were unable to program. The monitor displayed a segmentation fault during the flash test. The cause was likely an intermittent connection on one of the ram components, as placing pressure on the u101 allowed the monitor to pass the flash test. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.